Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer did not know how the touch screen became cracked. The customer's blood glucose level was not impacted. As the pump was still reported to be functional, the pump would continue to be used for insulin therapy.